Manufacturer narrative:
On 10/23/97, the facilit's risk manager informed the MFR's rep via fax that this pt has not presented himself for explantation of the device; therefore, no add'l info is available regarding this event. Since the device remains implanted, the MFR's investigation of this event was limited to a trend analysis was performed on similar incidents for this cat/lot number and a trend was not identified. A review of the device history record did nto reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's finding. The MFR is now closing the file on this event; however, should the device and/or add'l info become available in the future, the MFR will reopen its investigation of this event.

Event description:
On 09/09/1997, the facility's spd, supervisor informed the MFR's (MFR) rep that while researching the pt files for add'l info for the MFR's rep, she was informed that this pt's present implanted device (reference MDR#1219454-1997-00337 for first device) was not functioning properly. They have been unable to draw blood or flush the device. The explant date has not been scheduled; however, the MFR will be contacted when the explant date is known. No further details were provided at this time.